Event description:
Customer reported receiving erratic readings on their freestyle freedom meter. Customer reported receiving readings of "hi" (any reading higher than 500 is represented as "hi" in the meter), and 147 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It should be noted that for the purpose of utilizing the parkes error grid, and "hi" reading is assigned a value of 501 mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specification and no errors were observed during control solution testing. In addition, according to the internal memory log of the meter, the customer did receive the reported readings of "hi" and 147 mg/dl within 10 minutes.